Event description:
During the t2 scn nail surgery, when the package of nail was opened, it was found that the sponge attached to the nail. And, debris of sponge was seen into the blister package. Therefore, the surgeon cleaned the nail and used it. The surgeon requested the investigation of the event.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.